Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend instrument to perform failure analysis (fa). Fa was not able to confirm nor reproduce the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The grip ring is in place, and the grip cable is tight as expected. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product, or other factors not directly related to the device. Additional observation that not reported by site: the instrument was returned with the power cord cut off. Visual inspection did not reveal any thermal damage or signs of melting.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the vessel sealer extend (vse) instrument would not open. The user completed the procedure using a backup vse instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: she was not there when the issue happened but did speak to the staff. The jaws were not stuck on tissue when the issue occurred and there was no adverse effect to the grasped tissue.